Event description:
The customer contact reported loss of suction. It was reported that during set up after the nurse pressed the lid with her hands, the liner lid cracked. During testing of the device, a loss of suction was noted. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd on 06/10/2009. Investigation is not completed. (B) (4). (B) (4).